Event description:
Reported as: "a port leak with leakage at the seal of the port."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis reveals leakage to the port septum with non penetrating nicks next to the port septum. Material from the port septum was also noted to be pulled from the septum. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This was most likely caused by surgery to remove the band. There was no indication of wear related damage to the portion of the lap-band system returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."